Event description:
This report is based on information provided by a philips remote service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3536a (heartstart mrx als monitor) indicating problems with the touchscreen. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, there were problems with the touchscreen. The touchscreen visual is non-functional. The touchscreen was replaced. The device was returned to full functionality, returned to service and remains at the customer site. The non-functional component is not available for investigation at it remains at the customer site and return is not expected. Based on the information available and the testing conducted, the cause of the reported problem was non-functional touchscreen. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.